Event description:
A 28 mm diameter x 16 mm diameter 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 140 mm. Vessel morphology is unknown. The patient had a history of hypertension and diabetes. It was reported that the physician pulled too hard when retracting the runners of the delivery system, which caused the stent graft to slip down; therefore, a 28mm diameter x 3.75cm length aortic cuff was placed to achieve an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.